Event description:
A report has been provided by a caregiver or family member on behalf of the end user. It was reported that the footboard will not support feet. Plate drops to the floor. Please review additional attached information for further detail. Please note any further information or product evaluation received will be provided in a follow up report.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The age of the powered wheelchair is unknown. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Please note additional information received on this incident: when lifting footboard, it would not stay up. It would just fall on its' own. End user tripped over footboard and when the end user fell, it caused him to land on his elbows which scraped them all up. End user was transferring out of the chair when this happened. Ems was called to end user's home to assist getting him off the floor. It was learned that no further medical attention was given to the end user for the fall. Since the end user called for emergent medical assistance this incident is being filed as a serious injury.